Event description:
Caller reported that a malfunction occurred on the pump during an update. There was no reported impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.